Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) which led to a syncopal episode. Upon review it was noted that this lead was fractured. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.